Manufacturer narrative:
Unable to confirm if the event is related to a device malfunction, the device has not been returned for analysis. Ams has requested the return of the device. Should additional info become available regarding this revision surgery, it will be re-evaluated and a follow-up report will be sent.

Event description:
An (B)(6) old woman with anorectal trauma, obstetric trauma, and pelvic floor denervation had an action device implanted on (B)(6) 2002. On (B)(6) 2004, this device was replaced. On (B)(6) 2010, the cuff was replaced due to fluid loss. No further info has been provided.